Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer reported that normal saline was started at 100 ml/hr with a vtbi of 738 ml. Two hours later, the bag was found empty. There was no leakage from the bag or the IV tubing. The patient was assessed; no rhonchi, shortness of breath or edema occurred. There was no report of patient harm.

Manufacturer narrative:
The customer's report of normal saline infusing faster than expected was not confirmed. Physical inspection showed no anomalies. Log analysis showed that on (B)(6) 2018 at 8:20am the pump module was programmed using guardrails fluids for a rate of 100ml/hr and a vtbi of 975ml. At 10:05am the device alarmed for air-in-line. At 10:21am the user powered off the device with a recorded total volume infused of 173.921ml. Rate accuracy testing showed the device was infusing within specifications with no periods of unregulated flow observed. The root cause could not be determined.